Event description:
Removal of pump. Pt had a drug administration pump in for three years. 6 weeks ago patient underwent revision of pump with removal of old pump and placement of new pump. Wound dehiscence & pump pushed through the old dacron pouch.